Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found that drawer 3.2 was not opened and found that the c channel that the drawer slides was broken. Replaced the left side channel for this drawer and then verified that the drawer worked properly afterwards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, the half-height drawer failed to open and close. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.